Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the screw broke at the screw head during final tightening. The doctor believes that it was caused by tightening the screw too strongly and nothing to do with the implant. The screw will not be returned as it was disposed by the facility. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: ncr in initial report refers to non-conformance report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.